Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A technician reported a patient with diplopia after lasik categorized as divergence insufficiency of both eyes. Upon follow up, the patient is seeing two images, one on top of the other when using both eyes together at distance. The patient is not seeing double out of either eye with the other eye is covered. Patient had diplopia prior to having lasik but it is now worse binocularly and horizontally. The patient is seeking a second opinion but continues to be monitored for follow up care. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.